Manufacturer narrative:
(B)(4). This is a report of a use error, where a care giver connected the patient before the patient line being was properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver failed to follow therapy steps during peritoneal dialysis therapy. A care giver connected a patient without the patient line being primed. The technical service representative explained to start over with new supplies. The technical service representative assisted in turning the homechoice off/on to advance the device to press go to start. The technical service representative assisted in setting up again with new cassette and bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.